Event description:
It was reported that the device was stuck with the guidewire. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device got stuck with the non boston scientific guidewire. The catheter and the guidewire were removed as a unit and the procedure was completed with another of the same device. There were no patient complications reported.